Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32050. It was reported one of the patient's leads was fractured after a fall. The other lead was unable to provide effective therapy for the pain area. Surgical intervention took place wherein the lead was explanted and replaced to address the issue. Therapy was restored. Note: it is unknown which lead was fractured, as such both leads are being reported.